Event description:
On 04/03/2024, it was reported by a sales representative via (B)(4) that an ar-3200-0021 console light cord would go black for a few seconds a few times. This was discovered during a procedure with no patient harm. Tech support resolved issue by navigating to light guide auto selection and switch it to off to keep light guide from turning on and off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is correct functioning of the device's light engine automatic adjustment feature. The reported event describes dissatisfaction with the product functioning as intended.